Manufacturer narrative:
Correction to d4: lot #: ¿asku¿, previously submitted as ¿ni¿. D4: lot #: potential lot #'s: 21g023 and 21g024. H4: the potential lot # 21g023 was manufactured on july 14, 2021 ¿ july 15, 2021. H4: the potential lot # 21g024 was manufactured on july 08, 2021 ¿ july 09, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused; further described as ¿had not infused full volume of antibiotic¿. This was observed during a patient infusion. The device was filled with flucloxacillin, 8g in 230ml plus citrate buffer sodium chloride 0.9%, 230ml. The infusion took place at the patient¿s home and was disconnected after 24 hours. It was reported that 230ml should have infused, however, ¿the amount left could have been 50 / 70 ml¿. There was no patient injury or medical intervention associated with this event. No additional information is available.